Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator exhibited a false alert for battery depletion. It was noted that the patient had underwent an ablation procedure for atrial fibrillation on (B)(6) 2015. A software download was performed and the false alerts were cleared.